Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain, failed back surgery syndrome, and failed back syndrome - other. It was reported that the patient complained of increased pain. The hcp did a dye study and could not aspirate the catheter. The patient was referred for revision. There were no environmental, external, or patient factors that may have led to or contributed to the issue. A dye study was done and failed. The issue was not resolved and the patient status was alive with no injury. It was stated that surgical intervention was planned, but not scheduled. Additional information was received from the representative on 2017-feb-10. The cause of the inability to aspirate was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.